Manufacturer narrative:
(B)(4). Age/date of birth: unknown, not provided. Gender/sex: unknown, not provided. If implanted; give date: na (not applicable) the cartridge is not an implanted device. If explanted; give date: na (not applicable) cartridge not implanted; therefore, not explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implant of the intraocular lens, (iol) that a fragment of the cartridge broke off. The fragment was successfully retrieved and there was no patient injury reported. No further information was provided.

Manufacturer narrative:
Method code: labeling evaluation. Device evaluation: the device was received and evaluated. Evidence of viscoelastic ovd (ophthalmic viscosurgical device) residues was observed inside the cartridge. Visual inspection at 10x microscope magnification was performed. A crack defect was observed at the cartridge tip. There was a hole at the tip section. Based on the evidence observed, the condition of the complaint unit is consistent with a cartridge that has been damaged by the contact of the metal rod tip from the hand piece tool during the surgical procedure. The reported issue was confirmed on the returned sample. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product malfunction or a product quality deficiency. The reported issue was verified. All pertinent information available to abbott medical optics has been submitted.